Event description:
It was reported that a left hip revision surgery was performed due to persistent pain and fluid accumulation.

Event description:
It was reported that revision surgery will be performed due to pain and swelling.

Event description:
It was indicated that only the hemi head and the sleeve were revised during the revision surgery.